Event description:
A customer reported that their insulin pump was malfunctioning, with no significant events occurring before the issue. There was no adverse impact on the customer's blood glucose level. To address the problem, the customer planned to use multiple daily injections (mdi) and a backup pump as alternative therapies. Technical support arranged for a replacement pump to be sent, which included updated software.